Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was heating up during testing was not confirmed. A pre-repair assessment was not performed due to the condition of the received handpiece. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a large gap at the swivel, and the air elbow fitting tube was broken and caused this failure. The root cause of this condition was determined to be from various worn components and seal deterioration from normal wear out over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 3 for the same event. It was reported that during pre-surgery testing it was observed that three handpiece devices heated up. It was reported that there was no delay to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.